Manufacturer narrative:
The main component of the system and other applicable components are: product ID 3889-28, lot # va0mrwj, implanted: (B)(6) 2014, product type lead.

Event description:
Information was received from a patient implanted with a neurostimulator for urinary dysfunction and gastrointestinal/pelvic floor. It was reported that the patient had an appendectomy on (B)(6) 2016 and the implantable neurostimulator (ins) was not turned off. She had pain afterwards. The pain was at the bottom side of the ins and there was an incision near that site due to the appendectomy. She didn&#62752;have this pain prior to the appendectomy. She went to the emergency room on (B)(6) 2016. The patient had a CT scan due to the reported pain and a radiologist told her that one of the leads may be disconnected on (B)(6) 2016. The imaging was sent to the patient&#62688;managing healthcare provider, who said the lead was not disconnected and redirected the patient to call the manufacturer for basic troubleshooting and to reset the device. The patient verified the stimulation was on and reported no change to pain when decreasing the setting. However, when she turned stimulation off the pain stopped. She tried each of the other remaining programs and reported she felt pain in the same area with each of them. When stimulation was off, the pain stopped on each of the programs. The patient planned to provide the troubleshooting results to her healthcare provider and schedule a reprogramming session with a manufacturer representative. It was later reported that the ins was turned off, the pain was resolved, and the patient had no pain or urine problems. She stated that the device needed to come out.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.